Event description:
During the procedure the gateway pta dilatation catheter ruptured during 1st atm. The patient's condition was good. The product was exchanged to another and no other problems were encountered.